Manufacturer narrative:
E1 initial reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery due to the patient not charging for 2-3 months. The battery was recovered and the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester and passed all tests. There is sufficient information in the clinicians manual regarding maintaining the battery charge.